Manufacturer narrative:
The event unit was returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was present for the case. The device did not produce energy on the first activation. The generator made normal activation and end tones. The surgeon tried again and the same thing occurred, no energy was delivered. The rep unplugged the handpiece from the generator and plugged it back in. The surgeon tried activating three more times and still no energy was delivered, the generator made the usual activation and end tones for each activation. The surgeon was sealing on the greater curvature of the stomach at the time of the event. There were no visible thermal effects and the generator functioned normally. The surgeon switched to a [competitor device] to complete the procedure and there was no patient injury. Product is available for return. Additional information received on (B)(6) 2023 via email from project manager: he did not transect after attempting to seal so no bleeding occurred. Thankfully the surgeon recognized there was no energy output right away despite the generator seal cycle and end tones. Type of intervention: the case was completed with a [competitor device]. Patient status: no patient injury.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was present for the case. The device did not produce energy on the first activation. The generator made normal activation and end tones. The surgeon tried again and the same thing occurred, no energy was delivered. The rep unplugged the handpiece from the generator and plugged it back in. The surgeon tried activating three more times and still no energy was delivered, the generator made the usual activation and end tones for each activation. The surgeon was sealing on the greater curvature of the stomach at the time of the event. There were no visible thermal effects and the generator functioned normally. The surgeon switched to a [competitor device] to complete the procedure and there was no patient injury. Product is available for return. Additional information received on 19sep2023 via email from project manager: he did not transect after attempting to seal so no bleeding occurred. Thankfully the surgeon recognized there was no energy output right away despite the generator seal cycle and end tones. Type of intervention: the case was completed with a [competitor device]. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of low energy output could not be replicated or confirmed as the event unit passed all relevant testing and met current specification. There were no visible nonconformances observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit or confirm that a product malfunction occurred.